Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned.

Manufacturer narrative:
Product analysis:analysis confirmed the customer comment. The tip was broken off the stylus and therefore the stylus did not work. The stylus was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the tip of the stylus detached and was lost and the stylus was not usable. The device is expected to be returned. There was no patient involvement; 2020-03-11 the device was returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the tip of the stylus detached and was lost and the stylus was not usable. The device is expected to be returned. There was no patient involvement.